Event description:
Spontaneous call from pt states she is currently hospitalized due to both pumps malfunctioning, dropping and breaking medication vials, and site being infected. (One pump alarming for blocked tubing, other pump lost programming; pt could not provide serial numbers of which pump malfunctioned for what). No other info known. Did the pt have a backup device they were able to switch to? No. If no, what was the pt instructed to do in able to continue their infusion? She went to the hospital. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing, pt is currently in the hospital (resolved event with pumps. She will return the malfunctioning ones, and they will be replaced). Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.